Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a damaged battery. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is 6.13.92, which is classified as remediated. No additional information is available at this time.